Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that there were no anomalies found, the defibrillator conductor was distorted, the helix/lobe was distorted/bent, and there was blood in/on the helix/lobe mechanism and sleeve head. It was determined that the damage was caused at implant.

Event description:
It was reported that during the implant procedure, the screw/helix was broken . The lead was not implanted. No patient complications were reported as a result of this event.